Manufacturer narrative:
The device was returned for evaluation and the customer complaint of no connection to processor and is not locking well into processor was not confirmed. However, incidental findings noted: up/down angle wires short, distal body abrasion, residue on the objective lens, insertion tube buckeld at stage 1, right /left angle wire short, right left lock unit broken, adjusting collar poor solder technique. The incidental findings were rectified and the scope was returned to the customer. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer requested an RMA stating that the scope was not locking well into the processor. There was no adverse event reported with this complaint. The scope was returned for evaluation and the customer complaint was not confirmed. A review of the service history indicates the device was routinely serviced at a pentax facility.